Event description:
A report was received that the patient was having difficulty charging the ipg following a revision procedure (MFR report - 3006630150-2018-60601). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the complaint of the device not getting charged was confirmed. It was determined that u2-asic was defective. The device data was captured using a substituting battery. It was confirmed that the device had been functioning normally prior to the revision procedure. It could not be determined if electrocautery was used during the procedure. Exposing the ipg to high voltage transients can cause this type of failure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).

Event description:
A report was received that the patient was having difficulty charging the ipg following a revision procedure (MFR report - 3006630150-2018-60601). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.